Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, error codes were identified causing video adaptors/connectors damage due to misconnection of the scope. Is it likely that the video adaptors/connectors damage is due to scope connection errors occurred due to user handling. The content of the instructions for use were checked at the time of product release regarding video adaptors/connectors injuries caused by misconnection of the scope. The following statements are provided that may have prevented the phenomenon. "Caution: refer to section 3.5, "connecting and disconnecting the endoscope" on page 19 to check the endoscope is firmly fixed to the camera head, and refer to section 4.1, "focus adjustment" on page 25 to check the endoscopic image is absolutely displayed on the monitor". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, water leak failure was noted from the outer cover due to charged coupled device (ccd) damage inside. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), at the end of a therapeutic procedure, the hd autoclavable camera head exhibited e311 white balance incomplete error. There was no harm or user injury reported due to the event.